Event description:
It was reported that the patient is bilaterally implanted. In early (B) (6) 2009, she complained that sound quality in her right ear was poor. At the clinic, the appearance of a "hi" electrode was noted on e2. E10 has had "hi" status since 2004. A review of previous tests dating back to 2003 revealed a gradual increase in ground path impedance from (B) (6) 2008 to (B) (6) 2008. No significant gp increases have been recorded since this time. New info received on (B) (6) 2009, states that the patient continues to complain of abnormal auditory perceptions when wearing her processor (specifically a clicking and an 'airplane' sound). Speech discrimination has decreased significantly going from 98% in 2007 to 58% in (B) (6) 2009.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.